Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right atrial (ra) lead exhibited a lead failure. The device was reprogrammed to vvi pacing and the lead was subsequently inactivated and replaced. No further patient complications have been reported as a result of this event.